Event description:
It was reported that prior to start, post anesthesia of a da vinci-assisted surgical procedure, the system had an error 319. Intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system and confirmed error 319 on the patient side cart (psc) side. The customer hard power cycled the system and disabled armnet 3 but it failed to recover the error. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reported issue occurred prior to start, post anesthesia of a da vinci-assisted surgical procedure and ports were placed. The system functionality was checked upon powering on the system and the system was bootup with no issue initially. The procedure was completed robotically. There was no patient injury. The fse reset the fiber connections in the psc.

Manufacturer narrative:
Based on the claim against the product by the customer noting error 319, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reset the fiber connectors on universal backplane (ubp). The system booted up fine and during movement of the universal surgical manipulator (usm 3) physically for testing, the error switched to usm1, so fse reset all the connection on ubp of fiber optic cable. After that fix, system booted up normally and all arms were working fine. The fse replaced the fiber optic cable on the backplane to resolve the reported issue. The system was tested and verified as ready for use. The affected part, the fiber optic cable involved with this complaint is a field scrap item and will not be returned to isi for further investigation. This complaint is reportable malfunction event due to the following conclusion: the usm was disabled after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.